Manufacturer narrative:
The insulin pump received with no button response due to moisture damage keypad traces. No button error alarm during testing. However, the keypad traces was cleaned and used a test keypad overlay with keypad dome switches and the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he recently went to the hospital due to a blood glucose level of 35 mg/dl. The customer reported that this was due to an insulin reaction, and he was not admitted to the hospital. Customer also reported that the insulin pump had a button error alarm. The customer was advised that the insulin pump would be replaced and and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.